Event description:
It was reported the dragonfly opstar imaging catheter was to be used in the right coronary artery (rca). However, the imaging catheter displayed an error code 1706 message. Therefore, the imaging catheter was removed and another dragonfly opstar imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis shows the exit notch was torn 2 millimeters (mm) distally.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported imaging loss was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported imaging loss appears to be related to circumstances of the procedure. The device was returned with the nitinol tube and optical fiber separated from the main body of the catheter, which caused the reported imaging loss. The guidewire exit notch tear is consistent with being damaged during attempted removal of the catheter from the guidewire against resistance and is unrelated to the reported event or the confirmed material separations. In this case, it is likely that the catheter¿s strain relief was inadvertently over-angulated/bent, which resulted in the catheter damage (separations). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.